Event description:
In the sterile processing department at the user facility, it was reported the device guide stop was split open, and may have been missing, posing the risk of a small component being lost in a surgical site. There were no adverse consequences related to this event.

Event description:
In the sterile processing department at the user facility, it was reported the device guide stop was split open, and may have been missing, posing the risk of a small component being lost in a surgical site. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. H3 other text : device discarded at account.